Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had flickering screen. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , g1 ( contact person ¿ mfg site ). Corrected field : e1 ( event site city ) ,h8. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the top lcd display assembly (0160-00-0127) and ribbon cable. The screen's functionality was tested and there was no flickering observed. The fse performed all functional and safety checks to meet factory specifications. The failure analysis and testing dept. Received part number 0160-00-0127 with a reported unit failure of a screen flicker. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure could be confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au. The most probable root cause is normal wear or component reliability.